Manufacturer narrative:
The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the catheter was inserted into the sheath, and the physician attempted to aspirate and noted many air bubbles appeared and he was unable to clear the bubbles and removed the catheter from the sheath. He aspirated again and found he was able to aspirate out the air. The physician then reinserted the catheter but found air bubbles were pulled again. He put slight pressure on the catheter shaft sideways and this prevented air from entering the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is awaiting analysis.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a faradrive steerable sheath clear was selected for use. During the procedure, the catheter was inserted into the sheath, and the physician attempted to aspirate and noted many air bubbles appeared and he was unable to clear the bubbles and removed the catheter from the sheath. He aspirated again and found he was able to aspirate out the air. The physician then reinserted the catheter but found air bubbles were pulled again. He put slight pressure on the catheter shaft sideways and this prevented air from entering the sheath. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. The faradrive sheath has been received at boston scientific's post market laboratory where it is has undergone analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory, the faradrive sheath passed visual inspection and noted no outer abnormalities. Functional analysis of the returned sheath found the internal valve torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. This defect resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. The reported event was confirmed via analysis.